Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that midline catheter leaking at hub of catheter. PICC nurse noted that when line flushed with normal saline, it leaked back out from the hub. Nurses have noticed that in general this product has issues with kinking and/or twisted at the hub of the catheter with several patients. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that midline catheter leaking at hub of catheter. PICC nurse noted that when line flushed with normal saline, it leaked back out from the hub. Nurses have noticed that in general this product has issues with kinking and/or twisted at the hub of the catheter with several patients. A specific number of affected devices or patients was not provided by the complainant.